Manufacturer narrative:
Failure analysis for fiber 0010-2093-524j-(B)(4): the glass cap is fractured at the uv glue zone; the glass cap distal to location of fracture is detached and returned; the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits signs of abrasions and severe melting, erased red octagonal sign and blue arrow indicator, and severe contamination, likely biologic; the fiber appears blackened within the fiber tip and near heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Fiber card analysis: use date: 06/01/2016. Use time: 08:48:55 pm. Joules used: 13,490 joules. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 13,509 joules of use and 2:28 minutes, just as the procedure was being finished, the fiber tip was damaged. The case was completed using the same surgical fiber. Patient outcome: "no injury". There was no patient injury reported.